Manufacturer narrative:
Internal file number - (B)(4). Device not returning, discarded at hospital. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a pre-close technique, via an 8f sheath prior to an abdominal aortic aneurysm (aaa) and bilateral iliac aneurysm repair procedure. Reportedly, "the back was deployed". The sutures of two other proglide devices were successfully pre-placed using the pre-close technique. The sheath was up-sized to 16f and the aaa and iliac aneurysm repair was completed. The two successfully pre-placed proglide sutures were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.